Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478, implantable pacing lead, (B)(6) 2008; 5076-52, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was a question as to why the device did not last longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.